Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the product was not available for evaluation. The exact cause of the event cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the procedure, when the angio-seal device was withdrawn, the angio-seal device fully came out of the insertion sheath and the hemostasis failed. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. During the setting up of the device, the device was not manipulated in an environment that would lead to the incident. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There was no patient injury, medical/surgical intervention required. The estimated blood loss was less than 250cc's. There was no health damage to the patient.